Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The questionnaire indicated the use of an approved cartridge, an approved handpiece and viscoelastic. The product history records could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown which component of the viscoelastic was used in the cartridge. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported a patient with an unexpected postoperative outcome following a toric intraocular lens (iol) implant procedure, there was an increase in astigmatism of two diopters. A letter from the surgeon indicated an unstable cornea, with a history of lasik 10 years ago. The surgeon had no access to the previous medical records as they no longer exist. Add'l info was rec'd from the surgeon who reported that in his opinion the iol did not cause or contribute to the event. He also reported associated products that were used and relevant test data. He states has no reason to suspect the iol was the cause for the unexpected outcome and there was no problem with the iol. He does not know the reason for the unexpected outcome.